Event description:
Medtronic received information that during the implant of this 27mm mitral bioprosthetic valve, it was replaced with another manufacturers product. The reason for the replacement was reported as when preparing to implant the valve, it was discovered that the pedestal constriction device or cinch holder of the valve could not function properly as it was detached from the valve. It was stated that when the three valve pedestal/cinch holder feet contracted, the contraction line broke. Two valve pedestal/cinch holder feet contracted normally and the other one could not contract. It was further reported that due to the procedure being minimally invasive, the non-functioning cinch holder significantly affected the surgeons field of view and operating space, making it impossible to continue using the valve. It was stated that the valve was inspected and cinch sutures were intact prior to use. It was also noted that the device was not over-ratcheted/cinched while being cinched and the valve handle screwed into the cinch holder properly. It was reported that the valve malfunctioned and was not attempted to be implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.